Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial ultrasound procedure; the subject device punctured through sheath. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the suggested phenomenon was confirmed. A definitive root cause of the reported issue could not be determined. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.